Manufacturer narrative:
We received your event description for the above mentioned devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 18-dec-2020 and 18-jan-2021 recorded the rv pacing threshold initially fluctuating between 0.5 and 0.9 v before it rose abruptly onto 2.2 v in the end of the recorded period. The analysis of the provided iegm episodes revealed noise on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads them self would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 44 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. To avoid dislodgement of lv lead, rv lead will not be removed as leads are intertwined. Revision planned for the future.